Manufacturer narrative:
Pump was received with unexpected restart error alarm after battery change due to broken solder joint of on interface board. The insulin pump passed self-test and no unexpected signal too low error alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they had a signal too low alarm and an unexpected restart alarm on the insulin pump. Customer reported receiving an unexpected restart alarm after receiving a replacement battery cap. It was found the customer had two signal too low alarms in the alarm history. Customer's blood glucose was 169 mg/dl. The customer stated the correct bolus amount was programmed in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.